Event description:
Harmonic scalpel was on the field and in use for roughly 30-40 minutes. Then the device began to burn through the white plastic piece attached to the tips of the device. The white piece started to separate from the tips and fall off of the device. The item was removed from the field and it was ensured that the entire white plastic piece that had fallen off of the tip of the device was recovered and removed from the sterile field.